Event description:
Post-op bleed was from an unknown location. Bleeding was controlled by argon beam and sutures on 2nd procedure.

Event description:
It was reported that post op of a whipple procedure the patient was returned to the or due to bleeding. The surgeon performed an open procedure to find the location and stop the bleeding. There was little information at this time. It is unknown the amount of blood loss or if the patient required blood products. The device was discarded at the account. Patient was stable after the additional procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.